Event description:
The customer reported the system would not produce x-rays. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair information is not available.